Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A field service engineer (fse) went onsite and found the host pc was not powering on due to a missing bios battery. However, the system boot-up issue persisted even after replacing bios battery. Further troubleshooting led the fse to review the system logs, which revealed that the ippc had failed to boot due to disk bay problem. The cause of the host pc and ippc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc, ippc and reinstalling software by the field service engineer has resolved the reported issue and restored the functionality of the system. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.